Manufacturer narrative:
The reported premature battery depletion was not confirmed. A longevity calculation was performed based on programmed settings and usage data and the device was within expected longevity performance. The device functioned normally and all test specifications were met.

Event description:
It was reported that premature battery depletion was observed. Device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.